Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/19/2017 that the display device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of a transmitter failed error. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. The share log was reviewed and it contained nothing related to the customer complaint. The customer complaint of transmitter failed error was not confirmed. The root cause could not be determined.